Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported multiple pump error alarms. No harm requiring medical intervention was reported. Troubleshooting was performed and indicated that the customer was able to clear the alarm and rewind the pump. It was unknown whether the customer will continue or discontinue the use of the device and the product will  be returned for failure analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump errors 4, 53 and 63 alarms found on 23-oct-2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Pump failed the self test due to broken u1 chip. Pump error 63 alarm noted during the testing. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variable info = 03) was recorded and found in the formatted history file on 10/24/2022 16:46:24.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor and motor. The following were noted during visual inspection: pillowing keypad overlay and serial number label(faded). Pump error 63 alarm was confirmed. Pump error 63 alarm due to broken trace on u1 keypad assembly. Pump error 4 not confirmed. Pump error 53 not confirmed. Cosmetic damage was noted during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.